Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) peritoneal dialysis (pd) transfer sets experienced a connection issue to the minicap which resulted in a leak. This issue was further reported that, "the set did not fit to minicap and there was excess iodine leaked out. The mini cap still ooze iodine after it is closed, even after the mini cap is changed ". This issue occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph shows a minicap attached to a transfer set. Due to the nature of the returned sample and the device was not received for evaluation; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.